Event description:
It was reported that the reservoir was occluded. Customer stated he was in the process of changing out his infusion set and the insulin pump alarmed no delivery. Customer's blood glucose was 78 mg/dl. Troubleshooting was done. The customer was advised to change the entire infusion set system as soon as possible. Customer the reservoir and infusion set are the last set. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.